Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID kdr901 implantable pulse generator (ipg), implanted: (B)(6) 2005; 5076 implantable pacing lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that there was high impedance and no capture at max outputs on the right ventricular (rv) lead. The lead was examined under fluoroscopy and looked ok. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.